Manufacturer narrative:
Hotline had the customer replace the bottle of reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that wash concentrate ii reagent bottle was leaking in the unicel dxc 600 pro synchron clinical system. No injury was reported on this issue.